Event description:
It was reported that the pt who previously had a synchromed el pump had started showing an allergic type reaction (irritation, erythema) to a synchromed ii pump. The area was cultured and found to be negative for infection. A dermatologist conducted testing using an allergy kit and these results were negative. The pt reportedly frequently pressed on the pump. When the physician went in to move the pump to the other side, it was noted the catheter had a tear; intrathecal medication was leaking and causing erythema. The pump and new catheter were moved to the other side. The pt reportedly recovered.